Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type 1a, 3a and 3b endoleaks with a successful secondary procedure. Clinical was also able to find substantial evidence to support the following additional event of intraoperative type 1a and 1b endoleaks with no associated harm, both requiring additional stent placements at time of initial implant. The most likely cause of the loss of seal (type 1a and 3a endoleak) was related to the minimal overlap requirement at the time of implant although this could not be confirmed due to the lack of relevant imaging studies. No intentional user error was suspected (off label product use condition), rather overlap specifications were changed post implant to include a larger overlap area. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The most likely cause of the compromised stent graft integrity (type 3b endoleak) was related to the use of strata material, in combination with the stent migration which supported aortic remodeling, although this could not be confirmed due to a lack of relevant image studies. Status post a full reline, the patient was discharged on the second post- operative day in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent, an infrarenal extensions, a suprarenal extension and two limb extension. On (B)(6) 2017, endologix became aware of a type ia and a type 3 endoleaks with a secondary procedure/ intervention performed on (B)(6) 2017. The physician elected to use a non- endologix stent graft to resolve this reported event. The patient was reported as doing fine and no additional patient sequelae have been reported.